Manufacturer narrative:
This report is submitted on may 10, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external auditory canal. The device was explanted on (B)(6), 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Device analysis report attached. This report is submitted on may 21, 2024.